Event description:
Discordant advia centaur xp ipth test results were obtained on an intra-operative surgical patient and surgery was prolonged for twenty five minutes. The customer interchangeably ran serum and plasma test samples and obtained higher results on the plasma test samples. There was no known report of adverse health consequences due to the discordant ipth test results.

Manufacturer narrative:
The cause for the elevated ipth results on the plasma test samples is unknown. The customer confirmed that their quality control results was within range (data not provided). The customer reviewed the ipth test results with their pathologist and has indicated that the cause for elevated ipth results on two consecutive plasma test samples may be attributed to the tissues being disturbed around the parathoid during surgery. There is no sample available for further investigation. No conclusion can be drawn. The instruction for use (IFU under the intended use section states the following: " for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur and advia centaur xp systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy." The instruction for use (IFU) under the limitation section states: " the type of specimen used (serum or edta plasma) may influence intact pth measurements. During routine monitoring of ipth levels, to avoid bias in the results, use the same specimen type throughout the monitoring period. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. It should be noted that some overlap of intact pth values does exist from patients with various parathyroid disorders. Measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy. It is also extremely important to ensure that patient samples have been handled and stored correctly. Incorrect handling of samples will result in a loss of intact pth." The instrument is performing within specifications.